Event description:
It was reported, the pt was having issues charging her scs ipg. The pt received a replacement charging system; however, the replacement did not resolve the issue. The physician believes the scs ipg has reached end of life and has scheduled the pt for an scs ipg replacement. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.